Manufacturer narrative:
If implanted, give date: 2011. Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered caused by other as the event occured after another device interaction. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. Lesion characteristics and clinical factors are unknown. An unknown size promus element stent was advanced to the lad and deployed. An unspecified non-compliant balloon catheter was then advanced and while trying to pass the promus element stent the proximal end of the stent became crushed. Additional unspecified balloons were advanced and dilated to open up the proximal end of the promus element stent. The procedure was completed with this device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.